Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 3.5x23mm xience alpine stent delivery system (sds) failed to cross the proximal right coronary artery (rca) lesion. During crossing attempt, a dissection occurred. The stent was not deployed and the sds was removed without issue. There was no additional intervention performed. The physician recommended another percutaneous intervention after 1-2 months for the rca lesion. This waiting period was recommended to allow the dissection time to heal. Post procedure, elevated troponin and creatinine kinase-myocardial band (ck-mb) was noted. There was no additional information provided.